Manufacturer narrative:
Unit received alarming e22 followed by an a32 alarm due to fracture solder joints at u7 on mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to a32 and e22 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a new software release detected alarm. The blood glucose level was 132 mg/dl. The customer reported that the insulin pump had a new software release detected alarm. The troubleshooting was performed and customer was advised to clear the alarm and customer receives another alarm. The customer was advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.